Event description:
It was reported that high impedances greater than 4,000 ohms was measured on electrode three. The implantable neurostimulator (ins) was being replaced due to reaching elective replacement indicator (eri) and prior to the surgery impedances were checked and electrode three was high. After the ins was replaced, impedances on electrode three were found to be normal. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v644608, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v603031, implanted: (B)(6) 2011, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37601, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. Analysis of the implantable neurostimulator found no significant anomaly; the ins battery was at normal end of life, telemetry and output were okay.

Manufacturer narrative:
Product ID: 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v603031, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.